Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag advantage surgical dressing was used. Therefore, the nearest model number 412009 has been captured. E1: patient city: (B)(6). Name of the hospital: (B)(6) name of the replaced dressing: mepilex dressing h6: e2402 is considered for the harm accidental removal of zipline sutures. The event is considered misuse. Per the instructions for use (IFU), the product was incorrectly placed and was not appropriate type of dressing to be used with sutures. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
On (B)(6) 2025, surgical territory manager reported an incident involving the accidental removal of zipline sutures. The patient had undergone left knee surgery performed by physician. During discharge, a bedside nurse mistakenly replaced the patient's absorbant foam dressing with a surgical cover dressing, which was not compatible with the zipline suture closure. On postoperative day two, when the patient was instructed to remove the surgical cover dressing, the zipline sutures were inadvertently removed, resulting in bleeding of an unquantifiable amount. No other harm to surgical site occurred, and no photos were taken. Ortho physician assistant replaced the sutures and prescribed oral antibiotics as a precaution. No further complications were reported. The physician assistant identified the issue as an educational lapse and informed the nurse involved. The surgical team acknowledged that their surgical cover dressing should not be used with zipline closures and confirmed that surgical cover dressings were not routinely used. No additional details or laboratory results were provided.